Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03826. It was reported that the patient's l1 and t12 leads were fractured. This was confirmed via x-ray. Surgical intervention was undertaken and the l1 lead was explanted and replaced.